Manufacturer narrative:
Concomitant medical products: a3sr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced syncope. It was reported that the right ventricular (rv) lead exhibited high/ increasing/ unstable thresholds and loss of capture. It was also reported that there was no slack on the lead. The lead was reprogrammed, then later capped and replaced. No further patient complications have been reported as a result of this event.